Event description:
An integrity test was requested because of a change in in-situ measurements on basal channels. Also, the recipient's sound percept on those channels changed over the last several months of 2018. There have been no changes in health. Affected channels were turned off and the user noticed an improvement in sound quality. Hearing performance continued to worsen after (B)(6) 2019. Recipient was reimplanted on (B)(6) 2019. This report refers to 9710014-2019-00453. For further information please refer to this report.